Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and pacing inhibition were noted on the device. Provocative testing was performed and the noise was not reproduced. It was suspected that the noise was caused by an external source. The device was reprogrammed to resolve the event. The patient was stable.